Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was an alarm, as the pump went dry in december 2013. The patient had moved and could not find a health care provider (hcp) to refill the pump. The current managing hcp was the hcp that refilled the pump at that time. The drugs that was used via the device system was clonidine, bupivacaine, and dilaudid.